Event description:
Rptr had silicone gel implants implanted in 3/73. She has had numerous health problems since: mononucleosis, mctd, collagen disorder, lupus, pneumonia, cfs, fibromyalgia, severe hair loss, allergy to "mcs," silicone induced autoimmune disease.